Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet experienced hypoglycemia with a documented blood glucose of 58 mg/dl shortly after initiation of pump therapy, and the event was managed per standard guidance with oral carbohydrate intake (approximately 2 oz juice) followed by a meal announcement and monitoring. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included recovery to 105 mg/dl without the need for emergency services or hospitalization. Investigation included technical support review and user education regarding treatment and monitoring. Investigation of this case revealed that the event was consistent with early therapy adaptation while the system was learning. It was concluded that the event resolved with oral carbohydrate and meal intake, and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.